Event description:
It was reported that an alert triggered, and the right ventricular (rv) lead exhibited high impedance, oversensing, and an apparent fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analyzed. The distal conductor was fractured. The outer insulation was breached cut and exhibited a cosmetic depression. Blood was found in/on the helix/lobe mechanism.